Event description:
A medtronic representative reported that during a functional endoscopic sinus surgery (fess) the surgeon alleged the navigation system was inaccurate while navigating deep in the patient anatomy. The site was using a ge headframe and point merge registration using points on the frame. The surgeon attempted to re-register the patient but still felt inaccurate. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was refused to be provided by the site. On (B)(4) 2014, a medtronic representative performed a navigation system check-out, all areas passed. No parts have been received by the manufacturer for analysis.